Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17170.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1104 check vent: backup alarm failed error code was displayed. It was reported that there was no patient involvement at the time the issue was discovered. The manufacturers product support engineer (pse) evaluated the device and confirmed the reported error code in the event log. The pse preventively replaced the central processing unit (cpu) board and confirmed that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.